Event description:
On (B)(6), eri alert received via home monitoring. The battery voltage had been 3.06v until (B)(6) and 2.95v on (B)(6). On (B)(6), follow-up was conducted. No remaining days to eri were displayed and the battery voltage was shown as 2.99v on (B)(6). Device currently remains implanted. Should additional information be received, this file will be updated.